Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's issues reportedly resolved and the recipient is able to use the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and vertigo with device use. The recipient is taking medication for the vertigo. Device testing revealed results within normal limits. External equipment was exchanged and the vertigo reduced. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.